Manufacturer narrative:
There was no reported device malfunction associated with the amplatzer amulet. An event for patient effects of death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, a cause for the reported death could not be conclusively determined. It is possible due to procedure conditions/patient conditions; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Furthermore, this complaint was reviewed by medical affairs. The reviewer stated that,"no imaging of the procedure or subsequent events was provided. Without such imaging it is not possible to determine whether this event should be attributed to the device or to utilization outside of the amulet IFU." Codes removed: h6 health effect-clinical code: 4582. Codes added: h6 health effect-clinical code: 4580.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that on (B)(6) 2025, a 25mm amplatzer amulet was implanted with no reported complications. There were no implant complications or post-implant and the patient was discharged from the hospital. On (B)(6) 2025, the patient passed away due to unknown causes. It is unknown if the patient's death was classified as related to the implanted amulet or the procedure.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was implanted with no reported complications. The patient's condition prior to implant was stable. On (B)(6) 2025, the patient passed away due to unknown causes. It is unknown if the patient's death was classified as related to the implanted amulet or the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.